Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and thus could not be returned to the manufacturer for evaluation. The alleged product issue could not be confirmed.

Event description:
It was reported that during treatment of a basilar aneurysm, the web did not detach. It was indicated that the web device was not pre-tested prior to use. A second detachment controller was used and the web detached successfully. The web was tilted within the aneurysm and a y-stent was placed. The patient was reported to be well and discharged from the hospital. No harm or injury was reported.